Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. The balloon was first inflated at 18 atmospheres for 30 seconds, however, the balloon ruptured. The procedure was completed and the device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.